Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 30 mg/dl and 304 mg/dl at the time of the incident and current blood glucose was 314 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with syringe. Customer will not return device for analysis.